Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: she cannot read the screen in the bright light and the display is discolored. This issue was first noticed about a month ago. Customer support (cs) instructed patient in increasing the contrast, with no improvement. Patient reportedly has blood glucose (bg) excursions from 85 mg/dl to 300 mg/dl. She feels with the 300 mg/dl, but has no other symptoms and is unsure of the reason. She gives a bolus and bg goes down. She keeps adjusting the settings. Cs advised the patient to go to an alternate form of insulin delivery till she gets the a replacement pump, and that it is not safe to use a pump that is difficult to read. This complaint is being reported due to the dim/ discolored display. The bg excursions do not meet the criteria of adverse events.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 11/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/13/2015 with the following findings: during investigation, the pump powered on to a dim and discolored display. Unrelated to the original complaint, the battery compartment was noted to be cracked above the grip pad.